Manufacturer narrative:
Alleged failure: cannula fell apart. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be normal wear and tear, improper sterilization. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the device was not working properly. The case was delayed for approximately 30 minutes, but was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the device was not working properly. The case was delayed for approximately 30 minutes, but was completed successfully.